Event description:
Caller reported a malfunction alarm on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, and the pump¿s malfunction code did not recur. Customer was instructed to continue using the pump and to call back if the issue recurred.